Event description:
It was reported that the right ventricular (rv) lead had an increase in sensing integrity count (sic). Review of the carelink report shows several non- sustained episodes with non-physiological noise. The patient has a chronic capped rv lead as well as the current rv lead; the noise is consistent with lead-lead interaction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator (B)(6) 2007. (B)(4).